Event description:
It was reported that the pt fell. The pt is no longer able to hear with her device, even tough all external parts are functioning. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.